Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced leak with one infusion set for today but customer is having some many of the same issue and he cannot remember the exact number. Further, the customer reported when he made a big bolus, at least 10 units insulin will leak out of site area it will appear like a dime/nickel sized stan on his shirt and the issue was becoming more progressive. Patient had been having this issue very frequently. The infusion set longed for lasted 2 days and the blood glucose was noted as 247mg/dl. He cleaned up the site area and continued to use same infusion set. No further information available.